Event description:
The customer contacted stryker to report that device unexpectedly shut down during use. In this state the device would be inoperable and defibrillation therapy would not be available if needed. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate but verified the reported issue through review of the software logs. The review determined the auxiliary power cable was the cause. The auxiliary power cable was also observed to have physical damage. The auxiliary power cable was replaced to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank.